Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the tip of the ¿drill bar for tenting¿ broke off. The reporter stated there was no additional information regarding the event. It was not reported if a piece of the device fell into the patient. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement. It was reported that there were no adverse consequences to the patient. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The lot number was unknown. Therefore, device manufacture date is unknown. There was no contact phone number or complete address provided. The reporter stated the device will not be returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.